Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and adenomyosis. Previously administered products included for an unreported indication: depo provera shot. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), intermenstrual bleeding ("metorhagia") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014 and (B)(6) 2014. No. Of coils: essure placement on the left tube, there was one coil showing. On the right tube, there were 3 coils showing. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and adenomyosis. Previously administered products included for an unreported indication: depo provera shot. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), intermenstrual bleeding ("metorhagia") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014. No. Of coils: essure placement on the left tube, there was one coil showing. On the right tube, there were 3 coils showing. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014 and (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, menorrhagia dysmenorrhea (cramping), anemia, metrorrhagia. Reporter information, essure removal date, date of birth were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.